Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 450 mg/dl earlier in the day of the call. Customer treated with a manual injection. Customer also reported that the insulin pump had a no delivery alarm, which was resolved by a complete set change. The insulin pump was not replaced or returned for analysis.